Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted from the pocket due to infection and was used as externalized ipg. During the performance of the thresholds test, the loss of capture was observed and removal of pen from 'press and hold' button was performed. The message to remove the header form the device was observed on the device. It was noted that during this time no pacing was seen from the device and the patient was asystolic. This maintained until the header was removed from the device at which point pacing returned. The ipg was explanted and will be replaced. No further patient complications have been reported as a result of this event.